Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had an event in an adult patient receiving weight-based vasopressor (norepinephrine) getting too low of a dose because they entered a weight of 1 kg. And customer also asks in the future, can there be a minimum weight alertsoft and hard stops) that can be an available setting for each profile? Currently there is a hard maximum weight of 500kg (range of 0.1-500kg) that can be modified for each profile. Can this also have a soft max weight alert that would verify the entry was correct? For example, patient weighs 300 lbs (136 kg). If there was a soft alert for 150 kg (330 lbs), and they entered the weight in pounds (300) instead of kg, they would be alerted, "are you sure their weight is above 150 kg or 330 lbs". This would also work if they entered 175 lbs into the kg weight field it would alert them with the same message. There was patient involvement, however outcome is unknown.

Event description:
It was reported that a patient was receiving weight-based vasopressor (norepinephrine) but was getting too low of a dose because a weight of 1kg was entered. There was patient involvement but no harm. Although requested, further information was not provided. The customer also requested the following feature: "in the future, can there be a minimum weight alertsoft and hard stops) that can be an available setting for each profile? Currently there is a hard maximum weight of 500kg (range of 0.1-500kg) that can be modified for each profile. Can this also have a soft max weight alert that would verify the entry was correct? For example, patient weighs 300 lbs (136 kg). If there was a soft alert for 150 kg (330 lbs), and they entered the weight in pounds (300) instead of kg, they would be alerted, "are you sure their weight is above 150 kg or 330 lbs". This would also work if they entered 175 lbs into the kg weight field it would alert them with the same message." On 20 february 2026, bd received additional information through due diligence efforts. It was reported that the event occurred on 06 february 2026 at 10:12. No patient harm was reported. The infusion involved norepinephrine 8 mg in 250 ml of normal saline, ordered at 0.05 mcg/kg/min for an 83 kg patient, which corresponds to an infusion rate of 7.8 ml/hr and a volume to be infused (vtbi) of 250 ml. According to the report, only 0.01 ml was infused over 8 minutes instead of the intended 1.04 ml over the same duration. Although device logs and product returns were requested to support further investigation, none were provided.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient health impact information, c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex e, f, a, b, c, d, g codes and manufacturer narrative. Investigation summary: the reported incident involving a programming error, in which a patient was receiving weight-based vasopressor (norepinephrine) but was getting too low of a dose, was not replicated through device testing or review of the logs. However, the facility confirmed that the issue occurred because a weight of 1kg was entered. No devices were returned for this investigation; therefore, inspection, testing and log review could not be performed. The facility proposed an option for minimum weight soft alert and hard stop settings available for each profile, also to have a soft max weight alert that would verify the entry was correct. This request has been forwarded to bd marketing for review and product enhancement request (per) determination under per 0395. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.1 states that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report that a patient was receiving weight-based vasopressor (norepinephrine) but was getting too low of a dose is being attributed to use error. The facility confirmed a weight of 1kg was entered instead of the intended 83kg. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.